Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface guiding sheath with multipurpose curve and a hemostatic valve separation occurred. The hemostasis valve of the preface loosened and blood leaked when the sheath was inserted after the transseptal puncture. At the time, the lasso nav eco catheter was inserted into the sheath. The issue was resolved by changing the preface to another one. The procedure was completed with no patient consequence. Additional information was received on the event. The physician's complaint is that the valve was so loose that blood leaked from it. There was no difficulty in removing the device from the patient's body. This event is indicative of a reportable event because there is a potential for patient injury.